Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided. Date: 2009, inratio: 2.4, ref. 1.7, mean: 2.05, confidence limits: 1.4-3.1. Date: eight days later, inratio: 2.1, ref. 2.7, mean: 2.40, confidence limits: 1.6-3.4. All inratio results provided by the customer are registered on memory and pass the accuracy criteria. Additional strip investigation was conducted on returned strip lot 214538, since customer has been admitted to the hospital for pulmonary embolism. Customer was also taking antibiotics and lovenox. Investigation results: the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for strip lot 214538 are within the allowable bias. No discrepant results are produced on returned and in-house meters. These meet the above criteria, and then no further action is required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009, inratio: 2.4, lab: 1.7. Date: eight days later, inratio: 2.1, lab: 2.7.